Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 51 mg/dl. The customer reported that they had received a change sensor alert after a calibration not accepted. The customer treated with a soda. Troubleshooting was declined for low blood glucose. The insulin pump will not be and sensor will be returned for analysis.